Manufacturer narrative:
The returned sample was inspected at the manufacturing site. The lens was received cut in three (3) pieces and without a haptic, most probably related to explant process. Visual inspection revealed loose particles on the lens optic, which is compatible with the handling of lens out of sterile environment. Returned sample was observed to have the characteristic of multifocal lens due to the presence of diffractive ring design on optic. Due to the condition of the returned lens, no further testing was performed. Lens diopter results obtained from the stored data in miq (measurement inspection quality) system showed that lens corresponded to 24.0 diopter lens. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes associated with manufacturing method, inspections or specifications for this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that the intraocular lens was required to be explanted in a secondary procedure from the patient's left eye, due to severe halos and glare.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.